Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump had alarmed for weak battery on random occurences and that it had died. The blood glucose reading was 120 mg/dl. The battery was not previously used and the insulin pump had not been dropped. There were no unattended alarms. However, the battery cap contact was damaged. The customer also mentioned a low blood glucose 40 mg/dl and stated it had been due to a jog before bed. The customer had treated with juice and declined troubleshooting for that issue. The customer was sent a new battery cap and the insulin pump was not returned or replaced.